Event description:
Customer stated that accu-chek advantage system initially had result of 241 mg/dl. Within ten minutes the customer was retested on a professional meter at the clinic with result of 74 mg/dl. Customer was shaky and ate a piece of candy provided by the health professional. No subsequent test was done after event. No adverse event reported. Sent new system to customer and return requested.